Event description:
Customer reported propofol was programmed for 10ml/hr, vtbi 200mls. Infusion completed in 45 minutes (infused volume is believed to be about 100mls). The pt's blood pressure did go down and the pt's pressors needed to be titrated to bring it back up. The customer states no add'l pt or event info is available.

Manufacturer narrative:
(B)(4). All affected equipment has been requested. Customer has declined an investigation by carefusion. Customer states devices will not be returned because they are doing an internal investigation.